Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). This occurred during dwell three of five of peritoneal dialysis (pd) therapy. There were no other alarms noted in the log. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.